Event description:
Patient experienced peritonitis following the installation of a peritoneal dialysis catheter with the montcrief method. After externalization of the catheter, in 2005, a leak was observed, due to 2 holes next to the opaque tubing. This leak lead to a staphylococcus epidermidis peritonitis (resistant to meticyline). The patient was hospitalized and received appropriate treatment (products not reported). Four days later, patient had recovered and was discharged from hospital. The catheter was cut and the pieces cut are available for analysis.